Manufacturer narrative:
One used pump was received for investigation. A visual inspection revealed the pump to be in good physical condition. There was no evidence of the reported problem in the event history log. Three separate delivery accuracy tests were performed; at least one test was outside the pump's delivery accuracy manufacturing specifications. A root cause for the delivery inaccuracy could not be determined.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited over infusion. No adverse patient effects were reported.